Event description:
The customer stated false reactive axsym toxo igm results were generated for one female (non pregnant) patient. The customer indicated the following axsym toxo igm result: 0.78 index (reactive). The patient, when tested at a different lab, was negative by an unknown method. The patient was tested approximately 2 years earlier and the result was equivocal (0.55 index). No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Note: the lot number has been determined, 07780li00. This information was unknown in the initial submission. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed and met acceptance criteria which indicated that the lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the axsym toxo igm reagent, list number 9k09-20, lot number 07780li00, was not identified.

Manufacturer narrative:
High test results; (B)(4): no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 9k09 that has a similar product distributed in the us, list number 4b25.